Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated. Three yellow collecting waves were observed after patient-initiated interrogation (pii). Technical services (ts) provided troubleshooting recommendations, and the device was still unable to be interrogated. Technical services (ts) didn't suspect radio frequency (rf) interference. Ts recommended the patient follow up with their clinic to verify rf settings on this crt-p. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated. Three yellow collecting waves were observed after patient-initiated interrogation (pii). Technical services (ts) provided troubleshooting recommendations, and the device was still unable to be interrogated. Technical services (ts) didn't suspect radio frequency (rf) interference. Ts recommended the patient follow up with their clinic to verify rf settings on this crt-p. This crt-p remains in service. No adverse patient effects were reported. Additional information was received. This crt-p was explanted and replaced. No additional adverse patient effects were reported. Additional information was received. Prior to device explant, the patient was afraid to have their device interrogated. The physician suspected rf telemetry was disabled.